Event description:
The device was not inspected before use. The event happened after a diagnostic sputum suctioning for intensive care unit inpatients. The procedure was completed with the same device with no delay and no patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the coating peeling could not be determined. It is likely that the insertion tube's coating was peeled off due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a leakage from the subject device and the tip of the subject device was crushed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during device evaluation (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (crushed tip) was confirmed and found to be caused by external factors. It was observed the curved tube was crushed. The reported issue (leakage) was also confirmed and found to be caused by damaged digital camera section and holes in the bending section cover. In addition, service found the tip cover was cracked and the bending angle was out of specification due to wear of the angulation wire. Scratches were observed on the insertion tube, the digital camera monitor, the control section, and the grip due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.